Manufacturer narrative:
Results: fowler assembly.

Event description:
It was reported by service report that the fowler is unable to support patient weight. There was patient involvement, however no adverse consequences are reported.